Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the display's lcd plus caps. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported there was no power on the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.